Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reports patient injection with juvéderm® volift¿ with lidocaine. Patient presented with "anaphylactic shock type" allergic reaction 5 minutes later. Treatment included adrenaline s/c 0,4ml; cold to the injection site; 0.3ml adrenaline 0.1% I/v; 400ml nacl 0,5%; dexamethasone 8ml I/m; dexamethasone 8ml I/v; suprastin® I/m. Symptoms resolved the same day.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional (hcp) reports patient injection with juvéderm® volift¿ with lidocaine. Patient presented with "anaphylactic shock type" allergic reaction 5 minutes later. Treatment included adrenaline s/c 0,4ml; cold to the injection site; 0.3ml adrenaline 0.1% I/v; 400ml nacl 0,5%; dexamethasone 8ml I/m; dexamethasone 8ml I/v; suprastin® I/m. Symptoms resolved the same day.